Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead coil had stretched and separated from the insulation, upon viewing on fluoroscopy. It was further noted that there was a kink in the competitor sheath, and multiple passes through the tight sheath may have caused the issue. The lead was removed and replaced. No patient complications have been reported as a result of this event.